Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11 livanova deutschland manufactures the electronic gas blender. The incident occurred in italy. Livanova initiated and investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the electronic gas blender was not working showing error code e19. Repair is required at manufacturing site. There is no report of any patient injury.

Manufacturer narrative:
Complaints database review revealed no further similar events since unit¿s installation. Based on the available information and considering the results of similar events investigation, this kind of event could be caused by: an improper hospital gas supply; a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue; - a missed gas blender warm-up phase; - a defective gas blender's component, such as the gas mass flow controllers and its relative flow sensor. No concerning trend was highlighted for all above reported failure modes. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.